Event description:
It was reported that the pt underwent surgery with bilateral posterior dynamic rod fixation. Post-operative status was good. Beginning in 2008, the pt began experiencing lumbar pain and sciatica. X-rays taken the same year revealed damaged cables of both rods. Pt underwent a revision surgery the following month to remove and replace the rods. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.